Manufacturer narrative:
(B)(4).

Event description:
Additional information: post-op leak identified (B)(6) 2016. Patient symptoms included fever, nausea. Diagnosed with infection. Patient underwent diagnostic laparoscopy with drainage of the pus collection with placement of feeding tube. There was tissue damage. There is abscess formation around the leak. Abscess was drained and feeding tube was placed. (No tissue loss, no blood loss).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy there was a post operative leak. Patient injured. Extension of the surgery time and re-operation necessary. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: date of operation: (B)(6) 2016. Date of discharge: (B)(6) 2016. Date of 1st re-admission: (B)(6) 2016. Date of 2nd re-admission: (B)(6) 2016. Date of discharge: (B)(6) 2016. Provisional diagnosis: laparoscopic sleeve gastrectomy. Final diagnosis: gastric leak following lap sleeve gastrectomy. Reason for admission / full details: patient presented to our clinic because of morbid obesity with bm of (B)(6) she elected to do laparoscopic sleeve gastrectomy, she was eventually scheduled for operation on (B)(6) 2016. Patient tolerated the procedure well and she was discharged with stable vital signs and in good condition on her 3rd hospital day. However, on (B)(6), about a week from her recent operation, she was apparently well until she complained about abdominal pain mostly in the epigastric area that is radiating to the right shoulder. There are no pertinent episodes of vomiting, fever, urinary symptoms and altered bowel habits. Patient denies any intake of solid foods, soda or any sweetened drinks. She was subsequently admitted for close monitoring and observation and was kept npo and continued on nexium 40mg IV q 12 hours, heparin 7,500 iu sc q 12 hours and kci 80 meq q 24 hours. Her course in the ward was unremarkable. Patient gradually improved and was free from abdominal pain the following day. Hence she was started on sips of water to fresh juices and was kept admitted for another 24 hours and was eventually discharged with stable vital signs and in good condition. However, she was admitted again in military hospital due to occurrence of severe abdominal pain, vomiting, anorexia and generalized weakness. She underwent diagnostic laparoscopy with cleaning and drainage of the gastric leak and placement of feeding jejunostomy. Patient was again readmitted here in our hospital last (B)(6). Fluoroscopy study done here which revealed good placement of the tube in the proximal jejunum, no leak or regurgitation of contrast. She was noted to be improving with her general status and appearance thus was subsequently discharged after 9 days with nasojejunal tube in place and with the advise to comeback at any time in the hospital as needed.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one surgical video. During visual evaluation of the video, two out of five firings showed immediate staple line bleeding. The fourth firing showed staple malformation. After all firings, staple line bleeding and staple malformation was seen in places along the full staple line. Functional evaluation could not be performed because the product was not returned. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.